Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 19mm trifecta valve was implanted. In (B)(6) 2020 heart failure was reported due to a leaflet tear on left coronary cusp (lcc). The patient was treated with medication. In (B)(6) 2020, the patient was hospitalized due to heart failure. Severe aortic regurgitation was confirmed and on (B)(6) 2020, the valve was explanted and replaced with 19mm sjm regent heart valve. Upon explant a severe tear and calcification were noted on the valve. The patient was reported to be stable condition.

Manufacturer narrative:
The reported tear was confirmed. All three leaflets were torn, with leaflet 3 nearly completely avulsed from the stent. Focal pannus ingrowth was noted on the inner stent wall at the base of leaflet 1 and over the end of stent post 2, straddling the free-edge of the leaflets at the commissure. Leaflets 1 and 2 were fibrotically thickened. No inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. It is possible that the focal pannus ingrowth at leaflet 1 was evidence of further ingrowth. This, combined with the noted pannus at the end of stent post 2, had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. However, with the evidence provided the cause of the leaflet tear could not be conclusively determined.